Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.